Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 not detecting door closed account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module which does not recognize the door is closed. Sn: (B)(4). Case resolution: recommend to replace the door latch sear. If that does not fix the issue, then replace the ail. Biomed will conduct repair and call back if further assistance is needed.